Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument joint pops out and freezes. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint regarding joint pops out and freezes was confirmed by failure analysis. Common causes of dislodged instrument bipolar conductor wire are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.